Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2011 via fact sheets completed by the pt and/or the pt's attorney. Fixodent plus scope flavor was used from 2009 until 2011, daily, one 1.4 ounce tube a month. Super poligrip original was used from 2011 until the time of this report, daily, one 2.4 ounce tube a month and/or one 1.4 ounce tube a month. The pt experienced a myelopathy, strange feelings in legs, and pain in legs. On (B)(6) 2010, the pt's copper level was normal and zinc level was pending. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).